Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) of 680 mg/dl and ketones. Cause of elevated bg was unknown. The customer was given intravenous fluids of saline and insulin. The customer was released 04/22/2026 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.